Event description:
It was reported that during an ablation procedure, the magnet was not placed. Subsequently, electromagnetic interference (emi) from electrocautery was oversensed, leading into inappropriate shock therapy, anti-tachycardia pacing (atp) at rapid intervals and pacing inhibition with more than two seconds of asystole. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.